Manufacturer narrative:
Details of complaint: the customer reported that an a/rns-9703-242 unit was not displaying waveforms. The bedside monitors were displaying all patient data, but the rns showed a flat line wave form. The biomed checked on the devices at the site and reported that there were no issues currently happening. No further information was provided. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the root cause of this issue cannot be determined as there was not enough information provided at the time of resolution. After the initial call, the biomed had checked on the devices at the hospital and reported that everything was working correctly and that there were no issues. Due to the age of this complaint, no additional information can be obtained from the customer. Since the root cause was unable to be determined, no CAPA is required. Without a root cause, the counter measure to prevent recurrence cannot be performed. The overall risk rating is medium.

Event description:
It was reported that the central nurse's station (cns) displayed patient name and personal information, but not waveforms or numeric values. No patients harm were reported.

Manufacturer narrative:
It was reported that the central nurse's station (cns) displayed patient name and personal information, but not waveforms or numeric values when monitoring the bedside monitors (bsm). In this ed department, the bedside monitors were also being monitored via an remote network station (rns); however the rns did not display waveforms or numeric values. No patients harm were reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The following devices were being used in conjunction with the cns: bedside monitors. Rns: model: a/rns-9703-242, serial number: (B)(4), UDI #: (B)(4), age of the device: 17 months, manufacturer date: 01/25/2018.

Event description:
It was reported that the central nurse's station (cns) displayed patient name and personal information, but not waveforms or numeric values. No patients harm were reported.